Manufacturer narrative:
Returned device was received in decent physical condition. The lower left front corner of the top case was cracked. During the evaluation of the device, the issue was able to be confirmed in that the pump could not be powered up. The main board was found to not operate as intended. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was presenting with a biomedical passcode error. There were no reported adverse events.